Event description:
Boston scientific crm received information that over three years ago the right ventricular (rv) lead associated with this device exhibited a high pacing impedance measurement. All other lead measurements are in the 500 ohms range. Technical services (ts) recommended bringing the patient in and troubleshoot with a programmer. No adverse patient effects were reported. Additional information indicated that there were no out of range measurements seen through the device when it was checked in-clinic the following day. The local field representative indicated that no x-ray was performed and there were no performance allegations reported. The patient will resume normal follow-up visit. A recent internal review of the event by boston scientific engineers noted that the impedance levels may be due to a device issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.